Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture confirmed via ultrasound. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Additional observations: observed, deformation on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "capsular contracture, baker grade iii/IV". This record is for the right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side "very firm and very thick capsule and granulomas" and "any creases".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Crease folding of implant: observed creases on the device. Calcification: no observed. Additional observations: observed deformation on the device. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h4, h6, h10. The reported events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: granuloma and capsular contracture, baker grade iii/IV.